Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered four burst of inappropriate anti-tachycardia pacing and a shock for supraventricular tachycardia (svt) with rapid ventricular response. It was noted that there was atrial undersensing and pacemaker mediated tachycardia (pmt) episode. The health care professional (hcp) was trying to send the data; however it was not going through. Upon review, the pmt appeared to be atrial driven. The device had recorded episodes with therapy during a 72-hour window. There were no out of range lead measurements noted. Technical services (ts) recommended programming optimization. The device remains in service. No additional adverse patient effects were reported.